Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device powered on with a charge button failure message coincident with a red x in the rfu indicator. There was no patient involvement.